Manufacturer narrative:
(B) (4).

Event description:
It was reported that the implantable neurostimulator turned itself off three times. No other clinical information was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.